Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed a sensor glucose vs. Blood glucose reading differences. The difference was outside of the acceptable range. The customer reported a blood glucose value of 400 mg/dl. The sensor glucose was 78 mg/dl, and the blood glucose value was 124 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 46 mg/dl. The event involved product(s) mmt-7040d1. Troubleshooting was performed for the sensor glucose vs blood glucose and noticed that the insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Advised customer to monitor and change sensor if issue persists. Troubleshooting was performed for the high blood glucose and the customer has been using the insulin pump system within 48hours of the reported high blood glucose event with auto mode/smartguard feature active. Later on, the customer declined to continue with troubleshooting for the high blood glucose. No further patient complications were reported. Product return for mmt-7040d1 is not expected.